Event description:
Philips received a complaint from customer that system switched itself off and could not be longer turned on.

Manufacturer narrative:
(B)(4). The fse (field service engineer) trouble shot the system and found a problem with a defective power tray. He replaced the power tray, this solved the problem.